Manufacturer narrative:
On january 11, 2021, mentor became aware of the following additional information: the patient is not 100 percent recovered but mostly feeling better. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 28, 2020, mentor became aware that it was erroneously reported that the date of implantation was (B)(6) 2000. The correct date of implantation was (B)(6) 2001. Section d. 6a has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2020, mentor received the following additional information: during a follow up post-procedure, three big bottles of bloody water serum-like, dark red in color, was taken out of the patient's right breast. The breast keeps filling up with fluid and it is still red and the infection is still there. On october 30, mentor received the following additional information: the patient admitted herself into a hospital on (B)(6) 2020 and was put on antibiotics IV; trying to get rid of the redness and dizziness that they were feeling. A sonogram on the right breast was taken and they saw liquid building up and masses. There are also hard nodules in the breast from the implant, reported. Mentor also received some clarifying information for the additional information received on october 28, 2020: the patient is still having complications, right breast infection after removal a month ago, right breast continually filling up with fluid, red rash is still there, they stuck a needle and drained 16 oz of red blood liquid, patient feels very dizzy and light headed, the doctor removed the infection and now they feel under armpit and infection is going under the patient's lymph nodes. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor smooth saline implants, suffered a right breast that has become very hard and excruciatingly painful, right breast implant rupture, right breast infection, and left breast swelling. As a result, the patient underwent bilateral implant explantation, right breast implant was removed on (B)(6) 2020 and the left breast implant was removed on (B)(6) 2020. The patient only underwent bilateral removal without replacements. Upon removal of both implants, the inside solution for both were described to be gray. This medwatch form is for the left breast prosthesis.